Manufacturer narrative:
The reported event could be confirmed, since the need for a revision could be confirmed based on the received CT-scans. The complaint was forwarded to medical affairs for review with following result: "the CT-scan of this case shows a tibial component that looks subsided anteriorly, with some reactive bone formation impinging on the talar component. The talar component has subsided anteriorly as well a little bit, adding up to this bony impingement. Clinical information is needed to be informed on the clinical complaints of the patient, and to be able to tell us more about the consideration(s) to go for a revision." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient will undergo revision surgery for reasons not reported.